Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the right ventricular (rv) lead impedance and capture threshold were out of range. The physician prefers to monitor the patient by follow-up. The patient is in stable condition.